Manufacturer narrative:
Original device has not been returned to MFR. Additional info will be provided once investigation is complete.

Event description:
Internal shaft of the bur broke, in the middle of an operation. No pt injury was reported. Bur was recovered from pt and another was used to successfully finish the case.